Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation

Event description:
(B)(4). ¿ the dentist reported that nearly 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 45ncm of primary stability was achieved, the patient presented bone type ii and immediate load procedure was performed.